Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device is 7 years old the last repair was on 07/15/2009, for a non related issue. The inspection found that the device ran below specification and the thickness level settings were out of specification at 0 and 30 positions. The likely cause of the reported complaint was an erratic motor and the device out of calibration. These are due to a lack of preventative maintenance. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome unit was cutting diamond shapes, as stated by the surgeon. There was no report of injury or medical intervention associated with the incident.